Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rebooted when the drawers were accessed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device rebooted when drawers were accessed. A field service engineer (fse) had the client log in and verified that the device was powering off while the user was logged in. The device was powered down, and the keys were obtained from the client. The cabinet back and the drawers were opened. The drawer was inspected, and the power supply was replaced. The half height drawer 1 was removed and inspected. The solenoid was replaced due to wire damage. The drawer was then replaced, the cabinet was locked, the back case was closed, and the keys were returned to the client. The device was confirmed to be working properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.